Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During an atrial tachycardia procedure, an air leak occurred. After inserting the sheath into the right atrium and prior to septal puncture, negative pressure was applied for flushing and air was aspirated. Despite several attempts, the air could not be completely aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.